Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed compromised force sensor system and motor error while trying to rewind. The customer¿s blood glucose level was hi at the time of the incident and advised customer's parent to treat customer with back up plan. The customer stated that the drive support cap was normal. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is not expected to return for analysis.